Event description:
Additional information was received that the patient was discharged from the hospital, is receiving IV antibiotics, and is receiving wound care for the ipg pocket site.

Manufacturer narrative:
Additional information: a4 - patient weight. D10 - concomitant medical products and therapy dates. Correction: h6 - health effect - impact code: in earlier report, code 4607 should also have been entered.

Event description:
Related manufacturer reference numbers: 1627487-2021-16164, 1627487-2021-16165, 1627487-2021-16166. Additional information was received that, in addition to infection at the ipg site, it was also suspected that there is infection at the lead site. As a result, surgery occurred to explant the system to address the issue.

Event description:
Additional information was received that the patient's infection had resolved, reportedly.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that there was puss at the ipg site and patient was diagnosed with infection at ipg site. As a result, surgery occurred to explant the ipg, patient was prescribed antibiotics, and patient was hospitalized to address the issue.